Event description:
A pt was on the table when the table fell several inches. No injuries were reported. Table did not have power after this occurred.

Manufacturer narrative:
Examination of similar events indicates an obstruction was under the table and the table was lowered onto it. When the table was lowered, the obstruction was pinched between the base of the table and the floor. When this occurs the control board fuse can fail which can cause a loss of power. This was what was described during the incident. This process is described in the products user's guide. Failure to correctly look for obstructions under the table can result in the type of damage seen with this table. Service personnel replaced the control board and reviewed the product for functionality. Confirmed all functions performed as intended.